Event description:
The customer reported that she was having problems with infusion sets. Customer stated that doctor stated that she needs to change infusion sets because it was leaking. Customer thinks it was the insulin pump that was leaking and customer does not know what set to go. Call got disconnected. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.